Event description:
During a cryotherapy procedure in which four icerod needles were used, one needle developed thicker frost on the handle and a smaller iceball than the other needles. Needles were placed one needle per channel. The procedure was a re-cryoablation for a pt that previously received an undertreatment. The tumor had a diameter of 4.8 cm and was insufficiently frozen again. It was reported that the reason for the insufficiency was heat from the highly developed tumor vessel and limited access window to the tumor by the tumor vessels any cysts. The physician measured the freezing gas pressure at the port of the distribution panel. The icerod that had thick frost along shaft/handle exhibited a smaller freezing area in the mr image than others. After the procedure, the distributor checked the needle and confirmed the frost and smaller iceball. It was suggested to the physician to use a backup needle, but he declined because the tumor was surrounded by tumor vessels, and he judged that replacement was risky.

Manufacturer narrative:
Upon receipt of the returned needle, lot records and acceptance testing (atp) records were reviewed for any deviations. No deviations were noted and the needles passed lot release testing. The needle was subsequently subjected to atp testing again. The needle did not pass the testing as the iceball diameter was below the lower specification limit. Thick frost was evident on the needle shaft. The needle was disassembled and subjected to microscopic inspection. A microscopic hole was found at the soldering joint of the shaft to the internal tube. The root cause was determined to be low soldering quality due to operator error. The occurrence rate of this type of issue is very rare. Generally, if a physician is experiencing small ice balls, the mitigation is to replace the needle with a new one. However, in this case, the physician felt that was too risky due to the tumor vasculature. There was no pt injury as a result of this event; however, it is possible that the pt received an undertreatment. The physician plans to re-treat the pt. Galil medical will continue to monitor these types of events for any trends.